Manufacturer narrative:
(B)(6). (B)(4). This part is not approved for use in the united states; however a like device catalog # 7750087, 510k # (B)(4) was cleared in the united states. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent revision surgery to replace the 16mm closed connector to a 19mm closed connector and to add cross link. In middle of (B)(6), an x-ray was carried out and it was found that the rod was dislocated. Reportedly, the patient was not scheduled for revision surgery because there was no subjective symptom in the patient. The rod was dislocated at the level of replacement.it appears to have happened due to the stress concentration of repeated replacement at the same level.